Event description:
3m received information that a patient's skin tore upon removal of a 3m ioban 6650ezsb surgical drape. It was reported that this surgical drape was used from the (B)(6) cv pack. Chloraprep one step clear from the medical facility's sterile supply room was used. The chloraprep was allowed to dry completely before applying the ioban 6650ezsb surgical drape. The procedure was an eight hour cardiovascular case. No other adverse patient effects were reported. Several attempts to obtain additional information regarding medical intervention were made by 3m. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
A product lot number was not provided. Device expiration date cannot be determined. Product was not returned. No evaluation could be performed.